Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') and hydrosalpinx ('hydrosalpinx') in a (B)(6) female patient who had essure (batch no. 901342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tubes". The patient's medical history included abortion induced in 1994, uterine dilation and curettage in 1994, multiple cesarean sections, (B)(6) infection, gravida I, parity 3 (((B)(6) 2005, (B)(6) 2007, (B)(6) 2012).), vitamin d deficiency, hydrosalpinx and uterine dilation and curettage. Previously administered products included for an unreported indication: nuvaring and mirena. Past adverse reactions to the above products included genital haemorrhage with mirena and nuvaring. Concurrent conditions included gestational diabetes and anemia. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hives") and rash ("rashes"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/pregnancy no complications"), 9 months 13 days after insertion of essure. On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and complication of device insertion ("unsuccessful attempts on the left side"). The patient was treated with surgery (operative laparoscopy with lysis of omental and pelvic adhesions, excision of left hydrosalpinx). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hydrosalpinx, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, urticaria, rash, dyspareunia, complication of device insertion, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2012. The reporter considered anxiety, complication of device insertion, depression, dyspareunia, hydrosalpinx, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012: bilateral tubal ligation (filshie clip application). Have you had your essure (or any part of the device) removed? No. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: mr received: reporter, medical histo. Event hydrosalpinx added. Ry and essure removal date added. Case became serious incident. Event hydrosalpinx added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') and hydrosalpinx ('hydrosalpinx') in a 35-year-old female patient who had essure (batch no. 901342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tubes". The patient's medical history included abortion induced in 1994, uterine dilation and curettage in 1994, multiple cesarean sections, human papilloma virus infection, gravida I, parity 3 (((B)(6) 2005, (B)(6) 2007, (B)(6) 2012).), vitamin d deficiency, hydrosalpinx and uterine dilation and curettage. Previously administered products included for an unreported indication: nuvaring and mirena. Past adverse reactions to the above products included genital haemorrhage with mirena and nuvaring. Concurrent conditions included gestational diabetes and anemia. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urticaria ("hives") and rash ("rashes"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/pregnancy no complications"), 9 months 13 days after insertion of essure. On an unknown date, the patient experienced hydrosalpinx (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and complication of device insertion ("unsuccessful attempts on the left side"). The patient was treated with surgery (operative laparoscopy with lysis of omental and pelvic adhesions, excision of left hydrosalpinx). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hydrosalpinx, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, urticaria, rash, dyspareunia, complication of device insertion, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2012. The reporter considered anxiety, complication of device insertion, depression, dyspareunia, heavy menstrual bleeding, hydrosalpinx, menstrual disorder, pelvic pain, pregnancy with contraceptive device, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2012: bilateral tubal ligation (filshie clip application). Have you had your essure (or any part of the device) removed? No. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: failure to occlude (close) fallopian tubes. Lot number: 901342, manufacture date: 2011-09, expiration date: 2014-09-30 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.